Event description:
It was reported that during a da Vinci-assisted benign hysterectomy surgical procedure, the metal portion of the Suction Irrigator instrument became dislodged and did not detach from the cannula upon removal. The procedure was completed with no patient harm.Intuitive Surgical, Inc. (ISI) followed up with the initial reporter and obtained the following additional information: The port incision was not increased to remove the instrument and cannula together. No patient injury was reported as a result of the event. Although the instrument had physical damage, no fragment fell into the patient¿s anatomy. There was no indication that any piece broke off or was missing from the instrument¿s distal end.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) did receive a da Vinci product to perform failure analysis, and the complaint was confirmed. The Suction Irrigator instrument was analyzed and found to have a dislodged snake wrist, causing separating of the wrist discs. There were no missing pieces from the snake wrist. Two snake wrist cables were found broken at the dislodged snake wrist. The blue inner lumen also was found broken at the dislodged snake wrist. There may be missing material, but the size of the missing pieces cannot be confirmed. Mechanical indentations were observed at the snake wrist and at the distal tip of the instrument, which may indicate potential mishandling/misuse. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other objects or hard surfaces.